Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicate that the guidewire was kinked/buckled. The analyst noted that the guidewire was damaged and unraveled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the left ventricular (lv) lead, a guidewire became stuck and was unable to progress further or be removed from the lead. The lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.